Manufacturer narrative:
(B)(4). D10: unknown stem, unknown #item, unknown #lot. Unknown head, unknown #item, unknown #lot. Unknown liner, unknown #item, unknown #lot. Therapy date: (B)(6) 2013. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 7 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Updated: a2, a3, b1, b4, b5, b6, b7, d2, e1, e3, g1, g3, g6, h1, h2, h3, h6. D10: unknown stem, unknown #item, unknown #lot durom fmrl comp, #item 0100211154, #lot#: 2288018. Therapy date: on (B)(6) 2013. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. It was reported that a patient had an initial right total hip arthroplasty performed on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2013 due to high cobalt levels. During the revision, a large pseudocapsule was encountered with gray-stained synovial fluid. The dorsal portion of the acetabular shell was loose with a defect in the bone noted upon removal. All components were revised without complications. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was that reported that a patient had an initial right total hip arthroplasty performed, approximately after 7 years post implantation the patient was revised due to high cobalt levels. During the revision, a large pseudocapsule was encountered with gray stained synovial fluid. The dorsal portion of the acetabular shell was loose with a defect in the bone noted upon removal. All components were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.